Manufacturer narrative:
Analysis results of the sutureless connector were not available at the time of this report. A follow-up report will be sent when analysis is completed. Results: used for the catheter.

Event description:
It was reported that the pt underwent a dye study; reason for the dye study was not reported. The radiologist obtained 20ccs of fluid that was "very yellow"; he was confident that he was in the catheter access port. When the dye was injected, it was noted under fluoroscopy to be coming from the pump connector. The pt was taken to surgery in 2008. Upon opening the pocket, a large amount of clear yellow fluid came out of the pocket. The sutureless connector was intact and securely fastened to the pump. The connector was disconnected; cerebrospinal fluid flowed easily when it was disconnected from the pump. The sutureless connector was removed and a new one was attached. The hcp was then able to obtain cerebrospinal fluid through the catheter access port. The pt recovered without sequela.